Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism, deep vein thrombosis, difficult to retrieve due to endothelialization of the filter struts, muscle spasms, body cramps, poor stamina, and inability to sit for extended periods of time". Cook will reopen its investigation if further information is received. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dvt, muscle spasms, cramps, poor stamina, and inability to sit for long periods are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Per abdominal/pelvic CT, dated (B)(6) 2017, "infrarenal inferior vena cava filter with multiple prongs beyond the contour of the wall of the inferior vena cava."

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2009." Patient alleges that it is likely that the filter cannot be removed due to endothelialization of the filter struts without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/19/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2009 via the jugular route for treatment of multiple pulmonary emboli. Patient alleges that outcomes attributed to the device are as follows: pulmonary embolism and deep vein thrombosis. Patient also alleges uncontrollable muscle spasms, leg spasms, body cramps, foot cramps, poor stamina, and inability to sit for extended periods of time. Patient alleges no attempts to retrieve device.